Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted controller event log files spanned approximately 3 days (22jan2024 ¿ 24jan2024 and 04mar2024 ¿ 07mar2024 per time stamp). The backup battery fault alarm activated on (B)(6) 2024 at 19:40:22 and (B)(6) 2024 at 14:45:18 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active throughout the remainder of the log files. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Multiple load tests were initiated on the controller without any alarms activating. Additional information provided stated that the controller exchange resolved the issue. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event summary: it was reported that the patient had a backup battery (ebb) fault. This was their third ebb fault since 26sep2023. Log files were submitted for review and captured multiple backup battery fault alarms beginning (B)(6) 2024 at 8:00 pm through (B)(6) 2024 at 6:01 am. On (B)(6) 2024. It was reported that the patient had their controller exchanged on 08mar2024 due to multiple backup battery faults. The 11v battery was changed and reseated multiple times per heartline recommendations. The exchange resolved the battery faults.